Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited high out-of-range impedances and loss of capture (loc) due to confirmed lead fracture. The patient is not pacemaker dependent. The lead was electrically deactivated and remains implanted. No adverse patient effects were reported.